Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited low out of range pacing impedance measurements less than 200 ohms. Additionally, low pacing impedance measurements of 240 ohms were observed with the pacemaker and another manufacturer's right ventricular (rv) lead. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.